Event description:
Allegedly ceramic head broke into pieces one day post operative. At this point, the patient was up walking.

Manufacturer narrative:
Investigation is not complete. Add'l info has been requested from the user facility and the surgeon. Event device code is addressed in the package insert. Trends will be evaluated. This report will be amended when the investigation is complete. This event occurred in a foreign country.